Event description:
Boston scientific received information that during diagnostic testing this right ventricular (rv) lead exhibited increased threshold measurements with loss of capture (loc) that resulted in 20 seconds of asystole. Subsequently the rv output was increased. The cause of the loc was determined to be lead dislodgement. The following day the pacemaker dependent patient underwent a revision procedure was performed where the rv lead was surgically abandon and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.